Event description:
A customer reported a sensor error message with the use of the adc device. Due to this, customer was unable to obtain neither scan readings nor low/high glucose alarms and experienced symptoms of hypoglycemia and dizziness. The customer was unable to self-treat and required treatment of sweet drink provided by family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies and dose audits were performed during product development and on market performance continues to be monitored for this product. All monitoring processes meet adc requirements. A tracking and trending data is not currently captured because it is newly released product and does not have sufficient data to be able to establish a baseline complaint rate at this time. The baselines will be established within 12 months from release if a stable complaint rate has been reached. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported a sensor error message with the use of the adc device. Due to this, customer was unable to obtain neither scan readings nor low/high glucose alarms and experienced symptoms of hypoglycemia and dizziness. The customer was unable to self-treat and required treatment of sweet drink provided by family member. There was no report of death or permanent injury associated with this event.